Event description:
It was reported that the patient experienced a high capture threshold, pericarditis, and chest pain due to a right ventricular (rv) lead perforation. The rv lead was explanted and replaced to resolve the event and the patient was stable with no additional consequences.